Event description:
It was reported that the 9900 system intermittently locked up prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.